Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. A visual inspection revealed a bent body of the guidewire at 4.0 inches proximal to distal. A microscopic inspection revealed that the distal end was detached and did not return for analysis. The total length of the guidewire was measured and found to be 124.5 inches. According to the specifications, the acceptable length range is 130.0 inches plus or minus 1.0 inch, with an upper limit of 131.0 inches and a lower limit of 129.0 inches. This means that 5.5 in of the distal end were detached and did not return for analysis. No other issues were identified during the product analysis. (B)(6).

Event description:
It was reported that device detachment occurred. The target lesion was located in the left anterior descending branch. A rotawire was selected for use. During the procedure, it was reported to be fractured. The device was completely removed from the patient's body, and procedure was completed using another of the same device. No complications, and patient is stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter facility name: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that device detachment occurred. The target lesion was located in the left anterior descending branch. A rotawire was selected for use. During the procedure, it was reported to be fractured. The device was completely removed from the patient's body, and procedure was completed using another of the same device. No complications, and patient is stable post procedure.